Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device "failed rate test/cal. Could be bezel or logic pcb." There was no patient involvement.

Event description:
It was reported by the customer, that the device "failed rate test/cal. Could be bezel or logic pcb". There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed, for the sn#: (B)(6). Which confirmed, similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician, noted that they performed pm. Replaced bezel assembly. Based on the findings, service determined, that the proximate cause of the reported issue was, due to mechanical failure of the lvp mech assy 8100. A review of the device history record showed, the device had a manufacture date of 25apr2007. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
It was reported by the customer, that the device "failed rate test/cal. Could be bezel or logic pcb". There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device "failed rate test/cal. Could be bezel or logic pcb." There was no patient involvement.